Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The t-stat wire for the heater was found to be incorrectly seated onto the pins on the pcb connection causing the device to not heat up. The alarms were found to be working as intended. The connector was reseated correctly and the remediation testing was performed. The device had been recently sent in for remediation prior to this repair.

Event description:
It was reported that the device was not heating and not alarming. Event occurred during testing. No patient involvement was reported.